Event description:
It was reported that during implant, ten positioning attempts were conducted with the lead. After the last attempt, sensing and pacing parameters were not measurable. The lead was not implanted and a different lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The proximal conductor was distorted. The proximal conductor had blood/body fluid (not obstructed), the outer insulation had a breached cut, and there was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant.